Event description:
The customer reported that the cannula had not been properly inserted and that the cannula was bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.